Event description:
The customer reported the ventilator does not power on. The customer reported there was patient involvement with no harm to the patient.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Patient information was requested and the customer stated the patient information is not available.

Manufacturer narrative:
(B)(4).